Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 523 mg/dl which was treated with manual injection. Troubleshooting for high blood glucose was declined. It is unknown if the customer was using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.